Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2017 a follow up computed tomography (CT) showed a type 3a endoleak. The physician does plan to repair the endoleak. A secondary intervention has been scheduled. Patient in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3a endoleak, dilation of the main body stent, dilation of the proximal extension, aneurysm sac growth and partial component separation. The clinical evaluation identified the following potential contributing factors to the reported event; off label use due to patient anatomy, lateral movement of aneurysm sac thrombus, and aggressive ballooning at implant. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information; on (B)(6) 2017, the physician implanted an additional suprarenal aortic extension to seal the endoleak. The patient is reported to be in stable condition.